Event description:
Medtronic received information regarding a navigation system used in a sacroiliac and thoracolumbar procedure. It was reported that after 3d imaging with the imaging system, the images were not automatically transferred to the navigation system. It was tried to transfer it manually, but it could not be transferred. Upon checking the list, there was no [nav] tag in the 3d data. Prior to taking the images, it had been confirmed that everything was green on the image acquisition screen in the navigation. Also, the gantry was not operated immediately after the end of imaging. After the imaging system and navigation system were rebooted and re-imaging was done, the images were transferred automatically and successfully. No impact to patient outcome. There was a less than 1 hour delay in the surgical procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 1.3.2, country of origin: japan. H3, h6: system service wasn't completed. B17, c20, and d15 are applicable. H3, h6: software data was received for analysis. Logs were reviewed. Logs captured that the site used the system on the date of the issue and tried to take the spin, after the registration is completed, during the patient is being scanned the wired network connection is lost, logs captured '"wired_status":false', at the same time the system logs captured a time out error (¿command timed out: 'command nns: timed out. Check network connection.¿), the navigation logs captured that there is no messages from imaging system in 6 seconds which resulted in a communication reset between imaging system, navigation system. Due to the connection loss, the scan is not successful. The site tried to push the exam manually since the exam is incomplete it does not contain registration data and some tags in the dicom files are empty, which resulted in the ptreader error, logs also captured the same. This issue is consistent with the following known software issue. B01, c10, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.